Event description:
It was reported by the sales rep that during a revisional lap sleeve gastrectomy procedure, variable staple formation was experienced. There were no patient consequences. Case completed with another device of the same product code and over sewing the staple line. Additional followup: there were malformed staples on the staple line. The staple line was complete. On what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? Firing sequence completed, notice afterwards. What color cartridge was being used? Green. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the pse60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Video review of the procedure by the product director and design engineer: dehiscence of the staple line was observed in the video along with bleeding at or around the staple line. At least one malformed staple was observed that had a straight, unformed staple leg. The root cause for this malformed staple is currently unknown. The team noted that the stapler was sometimes fired in close proximity to a bougie positioned in the stomach, which possibly could have influenced the results. During inspection of the returned pi device today, the device was observed to have a knicked knife which may also have contributed to the field complaint.